Event description:
Patient donated plasma (B)(6) 2012. He suffered a non-violent, as-yet unexplained death on (B)(6) 2012. We are awaiting the medical examiner report. The death was report to the plasma center (B)(6) 2012 and they started the notification and investigation process. The customer had a successful plasmapheresis donation on (B)(6) 2012. There were no incidents or reactions and the customer left the facility without incident. The patient used a 16g nipro safetouch ii safety fistula needle for his plasmapheresis. It worked as prescribed.

Manufacturer narrative:
Device not returned to manufacturer for evaluation. It was discarded at the facility. Biological tests performed on devices from the same lot of product. All results reported within parameters. See report for details. The device performed according the specifications.